Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported issue by review of the error log, but was unable to repeat the error when attempted to run rack rotation macro. Fse replaced the x1 rack detector sensor, ran the rack macro again, and allowed the customer to run the analyzer with no issues recurring. The fse validated the analyzer by performing quality control (qc). The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 10577705. There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operators manual under appendix 4: error messages state the following: [2257] unscheduled rack at sample loader x1-step feed start position cause : step feed (x1) to the home position failed because the x1 start-point rack detection sensor detected a rack. Solution : remove the rack from. The most probable cause of the reported event was due to failure of the detector sensor.

Event description:
A customer reported getting error message 2257 unscheduled rack at sample loader x1-step feed start position on the aia-2000 analyzer. Technical support specialist (tss) instructed the customer to reboot analyzer and perform version up. The error persist and the analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused delay in reporting fsh (follicle stimulating hormone), lh ii (luteinizing hormone), prl (prolactin), and ipth (intact parathyroid hormone) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.